Manufacturer narrative:
The returned device was evaluated and no blood was observed on the device. Inspection of the device found no issues capable of causing the reported event. A portion of the soft cannula was observed to be flattened. It could not be determined when this damage occurred, and this would not contribute to the reported bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 37 and 48 hours on the abdomen. Hyperglycemia treated with a new pod.